Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal difficulty was experienced. The lesion was located in the left anterior descending (lad) artery. The lesion was severly calcified and 99% stenosed. The lesion was predilated with a maverick 1.50x20mm over the wire balloon at 14 atms for 20 seconds, 10 seconds and 15 seconds. A rota floppy guide wire was advanced and a rotablator advancer 1.50mm was used for 30 seconds and 1 pass. Next, a taxus express2 2.50x8.0mm drug eluting stent (des) was successfully deployed at 14 atms for 20 seconds in the lad. Finally , the physician successfully deployed a taxus express2 2.50x12mm des at 14 atms for 25 seconds and 10 atms for 10 seconds. Upon attempting to withdraw the stent delivery system the stent balloon got stuck in the guide. The physician had to pull hard to remove the balloon. The stent balloon was removed with no patient complications and the procedure was completed. Medications administered during the procedure included versed, angiomax, nitroglycerin, and plavix.